Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, rupture.

Event description:
Patient reported "a left side capsular contracture, baker grade unknown or a left side rupture" device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, g1, h6.

Event description:
Patient reported "a left side capsular contracture, baker grade unknown or a left side rupture" device remains implanted.

Event description:
Patient reported a "left side capsular contracture, baker grade unknown or a left side rupture" and exchange." The rupture has been confirmed via MRI imaging. Healthcare professional later reported left side "capsular contracture [baker grade] 3", "severe animation deformity" and the implant was found "intact" device was explanted and replaced..

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported left side "capsular contracture baker grade 3", "severe animation deformity" and the implant was found "intact" device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ malposition: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. ¿ one opening observed on patch bond edge assessed as unidentified (tear) opening (shell thickness was within specification). No further actions are required as the device was implanted.

Event description:
Patient reported a "left side rupture and exchange." The rupture has been confirmed via MRI imaging. Healthcare professional later reported "capsular contracture [baker grade] 3", "severe animation deformity" and the implant was found "intact" device was explanted and replaced..